Event description:
It was reported that the device had been hurting patients back. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware. D6b: explant date: (B)(6) 2024. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).